Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
During the microport pacemaker replacement procedure l on (B)(6) 2025, it was impossible to connect the atrial lead to the new device.the lead was manufactured by competition.

Event description:
During the microport pacemaker replacement procedure l on (B)(6) 2025, it was impossible to connect the atrial lead to the new device.the lead was manufactured by competition.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial setscrew tip was found damaged on the first thread and was partially screwed and visible from the connector port. It was probably screwed before the lead was fully inserted with too much strength explaining the issue described in this complaint. Based on the available information, no issue is suspected on the subject pacemaker.